Event description:
It was reported that plunger error occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter. "I am hearing complaints from our nurses that the ns flushes we have recently switched to aren't working as well. I am hearing that the plungers fall out rather easily when pulling back, and that they don't seem to provide as much pressure when flushing trying to obtain blood return, even people feeling like it is causing more need for repositioning of patient and tpa. Another thing, a nurse had a piv today that wouldn't flush, so she took the IV out, just to find it was the syringe that wouldn't flush past 5ml, even when taken off. It had already been thrown away when she told me about it. Our previous ones were a little shorter and fatter (they had a 12ml capacity), but I do not know any other differences as they both had 10ml ns in them."

Manufacturer narrative:
H.6. Investigation summary: bd was unable to verify the reported failure modes. There was no record of any non-conformances associated with this issue for the lot/batch number. Based on the investigation, the complaint is unsubstantiated as the returned samples did not verify defect/condition of stopper defective/damaged and plunger movement difficult. Posiflush syringes are pre-filled single use syringe intended for flushing. Therefore, the reported plungers fall out rather easily when pulling back, and that they don't seem to provide as much pressure when flushing trying to obtain blood return, is due to customer misuse. Prefilled and conventional syringes have different purposes. H3 other text.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "I am hearing complaints from our nurses that the ns flushes we have recently switched to aren't working as well. I am hearing that the plungers fall out rather easily when pulling back, and that they don't seem to provide as much pressure when flushing trying to obtain blood return, even people feeling like it is causing more need for repositioning of patient and tpa. Another thing, a nurse had a piv today that wouldn't flush, so she took the IV out, just to find it was the syringe that wouldn't flush past 5ml, even when taken off. It had already been thrown away when she told me about it. Our previous ones were a little shorter and fatter (they had a 12ml capacity), but I do not know any other differences as they both had 10ml ns in them."